Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps were not infusing as programmed. The patient's are titrated up on sedation but the medication is not infusing. The patient's continue to be agitated and multiple nurses have to hold the patient down while another nurse obtains a sedation bolus from the "med" room. No further information was provided.